Manufacturer narrative:
The pod will not be returned for eval. We are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels, leading to dka and a hospital visit. No specific failure mode was noted in the report. Based on the info provided and in the absence of a device eval, we cannot conclude that a pod malfunction was a contributing factor to the event. No conclusion can be drawn. A review of lot qualification records was performed. The lot passed the acceptance criteria. Note: eval method codes are specific to activities performed during lot qualification, and not to activities performed on the subject pod (as it was not returned for eval).

Event description:
The pod's all history shows that the customer began experiencing high bg level (368mg/dl) late at night that persisted through to the next morning. Her bg level by early morning was 419mg/dl; a correction bolus was immediately administered, but her levels continued to climb four hours later (to greater than 500mg/dl). She was taken to the hospital later in the morning with dka, where she was "put on IV insulin." The customer's husband had called from the hospital, but due to "terrible" phone reception, limited info was able to be gathered. No specific failure mode of the pod was noted in the report. The suspect device was deactivated at the hospital, but will not be returned for eval.